Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by a breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient had a break in aseptic technique further described as the patient made mistake/touch contamination and did not clean the exchange area before starting pd. The patient experienced peritonitis and was hospitalized for the event. Treatment rendered was not reported. Pd therapy was ongoing. The patient was recovering from the event of peritonitis. Additional information was requested but is not available.